Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 68-year-old male patient presented to the or for a tavr procedure. Mid-femoral head-positioned access was gained utilizing ultrasound guidance. Arteriotomy was 9x9mm, with minimal calcification, and mild tortuosity, with a depth measurement of 7cm. Post-tavr procedure, an 18f manta was deployed to a depth of 8.5cm in the right common femoral artery. During deployment, while releasing the anchor at a steep, almost 90 angle, excessive pulsatile bleeding was present, and immediate manual pressure was held. A contralateral angiogram revealed a femoral perforation distal to the manta access and indicated the manta device was extravascular. Balloon angioplasty was applied to tamponade for ten minutes. A post-inflation angiogram indicated the perforation was still present and the vascular surgeon was called in. The vessel was repaired, and the completely intact manta device was located in the tissue tract. Following the surgical intervention, the patient was stable and was transferred to the pacu. Patient outcome post-procedure was well and scheduled for discharge within 48 hours. The cause of the unsuccessful closure is likely due to the tract deployment. The root cause of the tract deployment is potentially due to user error in deploying .5cm deeper and holding the device at a steeper angle than instructed in the IFU. The depth measurement was 7cm, and the physician deployed manta at 8.5cm. The manta instructions for use states in step 1: arteriotomy location procedure: manta deployment depth = flow stop measurement at skin + one (1) cm. While releasing the anchor, the physician held the manta handle at a steep 90 angle to the leg. The IFU states in step 5: deploy device and seal puncture: hold the manta handle in the right hand at a 45-degree angle to the leg. While grasping the proximal handle end of the manta closure with the right hand, completely actuate the lever arm in the clockwise/ proximal direction. This deploys and releases the anchor within the vessel. The following potential adverse events related to the deployment of vascular closure devices have been identified: perforation of iliofemoral arteries, causing bleeding/hemorrhage, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. The IFU additionally lists precautions: in the event bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed, and tract deployment is a known risk.

Event description:
It was reported that: manta appeared extra vascular, verified with surgical cutdown. Additional information: during a tavr procedure, access was ultrasound guided, large clean 9x9mm vessel with very little calcification, mild tortuosity, access mid femoral head. Manta depth was 7cm, manta was deployed at 8.5cm. A total of 20,000 units of heparin given intra procedurally, 100 of protamine given total post procedure. Pre protamine act was 268. Excessive pulsatile bleeding was seen immediately upon the release of the footplate/anchor at a steep, almost 90-degree angle. Normal delivery of the collagen plug/suture lock. Initially it appeared that hemostasis was achieved, but seconds later pulsatile bleeding was noted, and the physician diverted to manual pressure. An angiogram was performed revealing a femoral perforation below the manta site, and suggesting the manta device was extravascular. A balloon was then advanced to the access/manta site and expanded for 10 min. Post balloon inflation angiogram revealed that the perforation below the access site was still present, and the vascular surgeon was called. It was decided that a surgical vascular repair was the best option for the patient. A surgical cutdown was performed and the vascular surgeon expressed that the artery was healthy with a good transverse arteriotomy, suggesting a linear tear was not present. After a successful surgical repair of the femoral artery the manta device was located in the tract. The device appeared completely intact, properly deployed. A successful surgical repair was done on the right femoral artery, with the patient stable, and transferred to the pacu. Last check the patient did well, was scheduled for discharge within 48 hrs.

Event description:
It was reported that: manta appeared extra vascular, verified with surgical cutdown. Additional information: during a tavr procedure, access was ultrasound guided, large clean 9x9mm vessel with very little calcification, mild tortuosity, access mid femoral head. Manta depth was 7cm, manta was deployed at 8.5cm. A total of 20,000 units of heparin given intra procedurally, 100 of protamine given total post procedure. Pre protamine act was 268. Excessive pulsatile bleeding was seen immediately upon the release of the footplate/anchor at a steep, almost 90-degree angle. Normal delivery of the collagen plug/suture lock. Initially it appeared that hemostasis was achieved, but seconds later pulsatile bleeding was noted, and the physician diverted to manual pressure. An angiogram was performed revealing a femoral perforation below the manta site, and suggesting the manta device was extravascular. A balloon was then advanced to the access/manta site and expanded for 10 min. Post balloon inflation angiogram revealed that the perforation below the access site was still present, and the vascular surgeon was called. It was decided that a surgical vascular repair was the best option for the patient. A surgical cutdown was performed and the vascular surgeon expressed that the artery was healthy with a good transverse arteriotomy, suggesting a linear tear was not present. After a successful surgical repair of the femoral artery the manta device was located in the tract. The device appeared completely intact, properly deployed. A successful surgical repair was done on the right femoral artery, with the patient stable, and transferred to the pacu. Last check the patient did well, was scheduled for discharge within 48 hrs.

Manufacturer narrative:
Qn# (B)(4).